Event description:
The international distributor of cryocyte freezing containers reported a customer complaint of a cryocyte bag that broke during thawing. Baxter requested but has not rec'd additional info regarding lot number of the bag, the precise failure mode, conditions of use, and whether there was any pt impact related to the break.